Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report#: 1627487-2012-06628, reference MFR report#: 1627487-2012-06630. It was reported the pt has been experiencing a burning sensation / pain at the ipg and lead site whether stimulation is on or off. It was also reported the pt went to the emergency room as a result. No further info is available at this time. On 08/01/2012, st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.